Event description:
It was reported by the customer that pyxis medstation es system was not detected on the bus. The customer reported that they utilized the another station to obtain their medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the retractor band was damaged. A field service engineer replaced the retractor band. The system functioned as intended after the field service engineer troubleshooted the device.